Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient is experiencing difficulty with charging ipg due to the ipg becoming tilted in the pocket. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention occurred on (B)(6) 2026 wherein the ipg was repositioned by moving the ipg up to address the issue. Charging capability was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.